Event description:
The patient's wife contacted integra lifesciences corporation directly, and stated that her husband has had a hydrocephalus valve implanted. She alleges that, the valve may be causing a serious allergy.

Manufacturer narrative:
The product is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information. See scanned page.